Event description:
Medics responded to a medical call, complaint of shortness of breath. When medics arrived pt was found on the floor, ECG electrodes and disposable defibrillation electrodes attached to the pt. Reportedly, the pt's waveform could not be viewed in paddles lead. The device displayed only dashed lines. The device operator also stated the device displayed intermittent ECG leads off. A synchronized shock was delivered to the pt, followed by a second shock. The pt was converted to a perfusing rhythm and transported. The reporter stated there was no adverse affect to the pt as a result of device operation.